Event description:
New information received indicates that the lead was explanted and replaced. The patient was stable.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation, it was noted that the right ventricular lead exhibited high capture threshold. It was noted the lead had dislodged. A lead revision was discussed but the procedure has not been performed. The patient was stable.